Manufacturer narrative:
Bci field service engineer (fse) attempted to correct the problem but was not successful. Service is to go back to the customer site. The root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from coulter lh 780 hematology analyzer. The customer reported that waste was spraying out of the drain onto the automated line and ups. The operator was wearing personal protective equipment at the time of the incident. The facility has an exposure control plan or risk management plan in place. Msds was not reviewed. There was no exposure to mucous membrane or open lesion. Medical attention was not sought. There was no death, injury, or change to patient treatment associated with this event.